Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01503. This report is being submitted as additional information. Additional info added. The referenced previous vad exchange was reported under medwatch MFR report # 2916596-2016-02434. Approximate age of device - 1 year, 4 months. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. Multiple product return requests were issued to the customer with no product received to date. The submitted log file showed the pump was set to a fixed speed of 9400 rpm and operated above the low speed limit of 9000 rpm for the duration of the log file. There were no atypical alarms and the log file appeared to show the system operating as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient¿s power levels on the heartmate ii were slightly elevated the prior week. The patient had been seen in clinic and was found to have a lactate dehydrogenase (ldh) of 1766 u/l and creatinine from 1.63 mg/dl to 2.21mg/dl as well as bilirubin of 01.5 mg/dl. The patient was admitted to cardiovascular intensive care unit (cvicu) and started on heparin before switching over to bivalirudin on (B)(6) 2018 due to continued elevation of ldh. The patient¿s inr goal was 2-3 but the patient's inr was 1.6 on (B)(6) 2018 from 2.8 on (B)(6) 2018. A ramp study or a computed tomography (CT) scan were not performed. The patient's vad log files were submitted for review. The manufacturer¿s technical service representative reviewed log files dated (B)(6) 2018 to (B)(6) 2018 and observed a slight increase of power and decrease of the average pulsatility index (pi) over time. The parameters are within the normal limits. It looks like the patient is sleeping while on battery at times. The patient underwent a pump exchange on (B)(6) 2018 due to suspected thrombus. The patient had undergone a previous pump exchange on (B)(6) 2016. No additional information was provided.